Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the blocked lumen; however, the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified and tortuous right common femoral artery (rcfa) via 5fr sheath using the perclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device was advanced into the patient anatomy; however, pulsatile blood flow was not achieved through the marker lumen. A second proglide device was used with the same results. The evar procedure was aborted at this time and not completed. A non-abbott device was used to achieve hemostasis. The physician believed that patient anatomy caused or contributed to failure of the proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.